Manufacturer narrative:
(B)(4). Unable to perform displacement test due to detached retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to detached retainer. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the customer noticed a crack going down the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.